Manufacturer narrative:
An event of central regurgitation, stent post deformation, pericardial effusion, aortic insufficiency, cardiac tamponade, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and the cine review, the cause of the central regurgitation, pericardial effusion, aortic insufficiency, cardiac tamponade, and heart block could not be conclusively determined. Per the cine review, the reported stent post deformation could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstance as a pericardiocentesis was performed. The reported surgical intervention was a result of case-specific circumstance as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus was very calcified and they had a recapture problem with difficulties, and then a weird angle on a strut. During procedure, heparin was administrated. The valve was implanted at optimal depth after two re-sheaths. There was a significant leak after release. The patient had an atrioventricular block with pericardial effusion and cardiac tamponade was noted. A pericardial drainage was performed and an external stimulation probe was placed. A new 26mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.